Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. It was further reported that the lv lead had a fracture and exhibited loss of capture. The lv lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.